Event description:
It was reported that during a routine inspection, the handle screws become loose and get lost. The event did not occur during a surgical procedure, no patient involvement was reported.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
The reported event that ¿that the screws get loose and lost¿ could be confirmed. The visual examination of the screwdriver handle showed that on each side of the grip front part the fixing screws are detached. The detached fixing screws were not returned. Because the fixing screws of the grip front part were missing the function of the revolving/rigid mechanism is not fully given. Apart from that the function of the blade release was not affected. The microscopic investigation showed that each countersink of the screw holes shows typically friction traces. The typically friction traces are a result of the friction between screw and screw hole during tightening and indicates that the fixing screws were initially attached and firmly tightened. A loosening of itself is very implausibly. Moreover during assembly of the screwdriver handle a 100% self worker control takes place. Concerning the screw detachment of the grip front part CAPA # (B)(4) was raised as a preventive action. First parts were manufactured in 2011-dec and after the effectiveness check the CAPA was closed on (B)(4) 2012. Therefore the returned device was identified as a former design. Indications for any product related problems were not found in the investigation. No further action is required at this time. Product surveillance will continue to monitor complaints of this type for further adverse trends.

Event description:
It was reported that during a routine inspection, the handle screws become loose and get lost. The event did not occur during a surgical procedure, no patient involvement was reported.